Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample. The patient sample was submitted for investigation where discrepant elecsys ft3 iii (ft3 iii) results were identified between the customer's cobas e 801 module, an e 801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The serial number for the customer's e 801 module was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module used at the investigation site was 14d9-06. The ft3 iii reagent lot number used with the e601 module was 227001 with an expiration date of 31-mar-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 30-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. From the data provided, a general reagent issue can be excluded. There was not enough sample left to complete the investigation. The investigation was unable to find a definitive root cause.